Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power off and was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issues began on "(B)(6) 2016 time unknown". The patient manages her diabetes with insulin (self-adjuster). The reporter claimed that the patient has exercised for the last two years. The reporter claimed that on "(B)(6) 2016, 9:00pm the patient developed symptoms of "dizzy sweating and vomiting". The reporter denied that the patient received any treatment. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The cca educated the reporter on the meter's behaviour and auto-shutoff and the issue remained unresolved. The last result appeared on the display and when pressing the power button the meter powered off. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issues with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.